Event description:
Patient was referred for generator replacement due to battery depletion. During the patient's replacement surgery, the surgeon attached to the leads to the new generator and the system diagnostics was performed. The system diagnostic resulted in high impedance. The surgeon removed the leads, checked for foreign materials, irrigated, reinserted the leads and made sure lead were properly inserted and secured. Two more system diagnostic were performed and both resulted in high impedance. The surgeon elected not to replace the lead. Patient underwent generator and lead revision surgery at a later date. The explanted devices have not been received to date.